Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a system message displayed and excimer laser shutdown occurred during a corneal pocket ring inlay procedure. Reporter indicated the message was unable to be cleared with attempts of system rebooting, the procedure was aborted, and the patient was rescheduled for another day. No patient harm was reported.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Company clinical application specialist (cas) reports laser stopped firing during a ring procedure. Rebooting the system did not allow them to continue. Cas found energy too high error, calibrated energy and successfully completed system verification to specification. Review of the logfile for the day of treatment shows the user performed four treatments successfully without any error or warning, but with problems during achieving suction. The 5th treatment was aborted due to the reported error. The time between this treatment and the last energy check was more than four hours. All three following energy checks failed due to this error. The system was restarted one time but the energy check failed further times due to the same error. No further treatment was performed. The review of the energy values for the last days shows the energy for the laser head were increasing slightly. According to the field service engineer (fse) the system meet specifications after an energy calibration. No reoccurrence of this issue has been reported no root cause could be determined conclusively. The manufacturer internal reference number is: (B)(4).